Event description:
Biomet orthopedics received preliminary clinical data from (B)(4) regarding patients enrolled in a (B)(6) study. It was reported that patient underwent left total hip arthroplasty on (B)(6) 2009. Additional information received indicates that a revision procedure was performed on (B)(6) 2013 due to an unknown reason.

Manufacturer narrative:
This follow-up report is being filed to correct initial reporter and hospital address.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).